Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to "inattention to hygiene". The patient was hospitalized for the peritonitis event and began treatment with an unknown drug. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.